Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the operating room for mitral valve surgery, externalized conductors were observed. The lead remains active. The patient will continue with routine follow-ups.